Event description:
Emergency medical system personnel were attending to a patient in cardiac arrest. Defibrillation therapy was administered and allegedly intermittent electrical arcing was observed at the sternum electrode site when energy was transferred. The patient was successfully converted and transported to the hospital.